Manufacturer narrative:
This supplemental report is being submitted to provide the service history record. Updated fields: h2, h6, h11. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the e216 and blurry image were likely related to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue, which does not indicate an MDR reportable event. However, during device analysis, an MDR reportable malfunction was identified, a scope communication error e216 and blurry image. There was no patient involvement.